Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving an unknown drug via an implantable pump. The indications for use not reported. The healthcare provider stated that the low reservoir alarm was occurring . The alarm was confirmed by telemetry. Per the healthcare provider the patient had gone into the ICU (intensive care unit) and was unresponsive and could not talk to the healthcare provider. The healthcare provider was not aware that the patient had a pump until the pump started to alarm. The event date was noted as (B)(6) 2016. The healthcare provider did not remember the patient's name any additional information about this case. It was noted that the patient did not know a whole lot about how much drug was left in the pump when they were in the hospital.